Event description:
On (B)(4) 2012 the lay user/reporter contacted lifescan (lfs) on behalf of the patient (her daughter) alleging was she was unable to test her daughter's blood glucose because her onetouch ultramini meter was displaying an error 5 message. According to the ot ultramini's owner's manual, an error 5 indicates that the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. The complaint was classified based on the customer care advocate (cca) documentation. In (B)(6) 2012 at 12:30pm, the reporter claimed the alleged issue began. The reporter claimed she uses humalog to manage her daughter's diabetes. The reporter stated there were no changes to the patient's diet, activity level or medications on the day of the alleged issue. The reporter stated 3 hours after the alleged issue occurred, the patient developed symptoms of being 'thirsty.' The reporter denied that the patient received any treatment in response to the symptoms. At the time of troubleshooting, the cca discovered the patient's testing process was incorrect, the subject meter was in the incorrect code. The cca noted the patient's test strips in good condition. The alleged issue was resolved with a retest. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the reporter claims she was unable to test her daughter's blood glucose due to the alleged issue and she developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.